Event description:
Dealer advised seat upholstery is coming apart at the seams.

Manufacturer narrative:
Concerning the alleged issue, we have improve our sewing techniques, this will not happen any more responsible person: (B)(4) date: (B)(4) 2015.